Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) compressor speed exceeded 2000 rpm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e2. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, during inspection, the compressor speed exceeded 2000 rpm cause: drive manifold, regulator malfunction (positive pressure) type: replace drive manifold, regulator, filters. He replaced drive manifold assembly, regulator,drive, muffler,1/8 npt and muffler <100 micron.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, during inspection, the compressor speed exceeded 2000 rpm cause: drive manifold, regulator malfunction (positive pressure) type: replace drive manifold, regulator, filters. He replaced drive manifold assembly (0104-00-0031), regulator, drive (0103-00-0633), muffler,1/8 npt (0103-00-0631) and muffler <100 micron (0103-00-0499). Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿drive manifold assembly, regulator, drive, muffler,1/8 npt and muffler <100 micron¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned. However, per the cardiosave dfmea the possible cause of the failure mode drive manifold, valve actuation failure is component reliability. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿drive manifold assembly, regulator, drive, muffler, 1/8 npt and muffler <100 micron¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned. However, per the cardiosave dfmea the possible cause of the failure mode drive manifold, valve actuation failure is component reliability. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 12 aug 2025. The failure analysis and testing department received the following parts associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) drive manifold assy pn: 0103-00-0633 rev h, sn: (B)(6) regulator, drive pn: 0103-00-0631 sn: n/a muffler 1/8 npt pn: 0103-00-0499 sn: n/a muffler<100 micron these parts were received with a reported unit failure message of compressor speed exceeded 2000rpm. The failure analysis and testing dept. Performed a visual inspection and found saline on pn: 0103-00-0499 muffler<100 micron. Please see attached picture. Rest of the complaint parts looks in good condition. Due to saline on muffle<100 micron, the fat dept. Cannot be installed into cardiosave test fixture and investigate. Installed drive manifold assy, regulator and muffler 1/8 npt into the cardiosave test fixture sn: (B)(6) and tested together and separately to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Could not verify the failure message of compressor speed exceeded 2000rpm for complaint parts of regulator and muffler 1/8 npt during test. The fat dept. Verified the failure message of compressor speed exceeded 2000rpm for complaint part of drive manifold assy. Regulator, drive and muffler 1/8 npt passed testing. Drive manifold assy. Failed testing. Retaining regulator, drive, muffler 1/8 npt, muffler<100 micron in the fat dept. Per procedure (B)(6). Sending drive manifold assy. To the supplier for further investigation per procedure (B)(6).

Event description:
N/a.